Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device noted that it was partially deployed, not clip deployed as reported, not missing any components. The plunger was in the deployed position, the thumb advancer/delivery tube was partially distally deployed, the sheath was partially slit and damaged, confirming the reported sheath damage, and the vessel locator was deployed and undamaged. There was no detected handle damage. The sheath was removed from the delivery tube and damaged garage tube leaves were noted. Internal component inspection did not detect any component damage and all parts were in their proper partially deployed positions for the received condition of the device. The carrier tube was checked for the presence of a clip and a clip was observed loaded on the carrier tube, further indicating the device had not been clip deployed. The flex guide was examined and shaft carving was detected originating at the proximal end of the flex guide and continued distally stopping at approximately the same location where the delivery tube deployment stopped. The damaged sheath and garage tube leaves are observations only and not failure modes as they are the result of the carving process. The detected flex-guide carving and its resulting component damage is consistent with a failure to maintain the alignment of the clip delivery components while the thumb advancer is distally deployed. This results in the distal end of the delivery tube carving into the flex-guides outer nylon material, damaging the delivery tube and in this case the exchange sheath. The deployed vessel locator likely was mistaken for the clip even though the clip had not been deployed. No other device observations were noted during the investigation. The reported use of the device by an untrained physician is off-label use. A review of the finished device lot history records found no nonconforming material records associated with this lot. The root cause is related to the operational context in the use of the device by an untrained physician. There was no detected indication of a lot specific product manufacturing or quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Operator not trained. Estimated date (reported as beginning of (B)(6)). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant additional information.

Event description:
It was reported that a physician untrained in the use of the starclose se device attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, during thumb advancing, the introducer sheath was torn and the clip was found at the distal end of the sheath. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.